Event description:
It was reported that the intra-aortic balloon (iab) did not inflate after the catheter was inserted into the patient, who had tortuous vessel. Therefore, the catheter was removed and replaced with a new one. There was no report of delay in therapy, and no report of patient complication or serious injury.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iabc that the "balloon did not inflate" is confirmed. Upon visual inspection, the iabc central lumen was confirmed broken. A break in the central lumen can result in a helium pathway leak. No blood was noted inside the bladder membrane. The root cause of the broken central lumen is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) did not inflate after the catheter was inserted into the patient, who had tortuous vessel. Therefore, the catheter was removed and replaced with a new one. There was no report of delay in therapy, and no report of patient complication or serious injury.